Event description:
During a standard follow up, two warning messages were displayed stating that atrial and right ventricular leads impedance average measurements were high for a day and that the defibrillation system was potentially ineffective. The impedance measurements were within normal range for both leads afterwards. Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a standard follow up, two warning messages were displayed stating that atrial and right ventricular leads impedance average measurements were high for a day and that the defibrillation system was potentially ineffective. The impedance measurements were within normal range for both leads afterwards. Preliminary analysis revealed that the device behaved as specified.